Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that "a patient with unometer safeti plus, 6pm, only a few millimeters of urine was collected. After moving the tube around a few more millimeters of urine were extracted, even when the patient was hydrated. At midnight patient woke up being disoriented and short of breath. The bladder was very full and sore. A unometer safeti plus was connected to the catheter. No urine was collected. They removed unometer safeti plus, rinsed the catheter and extracted urine with a syringe. The catheter was open and over 500 milliliters urine was collected. No photos or further information was provided.